Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 10 colony forming units (cfus) of enterococci in the instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction is being made to previously submitted d9 - date returned to mfg. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. The user sent the subject device to a third party for culture testing on (B)(6) 2024 where: sampling from: all channels: colony forming unit (cfu): 72cfu. Bacterial identification: enterobacteriaceae. The user sent the subject device to a third party for another test on (B)(6) 2024 where: sampling from: air/water channel. Cfu: 1cfu. Bacterial identification: n/a. Sampling from: suction channel cfu: >150cfu. Bacterial identification: klebsiella variicola. Olympus sent the subject device to a third party for culture testing on (B)(6) 2025 where: sampling from: all channels. Cfu: 1cfu. Bacterial identification: streptococcus mitis oralis. Sampling from: auxiliary water channel cfu: 1cfu. Bacterial identification: micrococcus luteus. Olympus sent the subject device for another test on (B)(6) 2024: sampling from: auxiliary water channel cfu: 1cfu. Bacterial identification: staphylococcus epidermis. The device was evaluated where no abnormalities were found that could have led to the positive culture. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and tube has foreign objects/material. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. Based on the results of the investigation, it is likely the reported event was caused partially or wholly by the user of the device including sample handling. Based on the results of the investigation, it is likely the air/water cylinder and tube having foreign objects/material was related to the failure to follow instructions. The reported event can be prevented by following the IFU which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."¿ "in general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed." ¿never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk.¿ the air/water cylinder and tube having foreign objects/material can be prevented by following the IFU which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile waterway cause patient cross-contamination and/or infection.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.